Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and upon inspecting the unit's fault logs, found multiple fault occurrences. Per the service manual fault recommendation, the fse reloaded the software into the unit. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a power up error code 14. There was no patient involvement, and there was no adverse event reported.